Event description:
Pt's one touch profile meter kept giving the not ok message. This issue was not resolved with troubleshooting. There was no adverse event or serious injury reported. The meter was replaced. No further clinical info provided.